Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned and is presumed yet implanted. Review of the device history record package label did not reveal any error. A complaint database search finds no additional reports against the provided product and lot combination. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. The root cause is attributed to user error. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Patient was revised to address a right lps femoral component implanted in the left knee.